Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a wearable failure which occurred 1 day after the sensor had been inserted in the arm. The night of the event the sensor initially had no readings at around 12:00 am. Cgm readings returned at 1:30 am with a reading of 103 mg/dl. The patient continued sleeping and was not aware that the sensor failed at around 3:00 am. The pump continued to dose insulin after this. The patient experienced a seizure at 04:30 am. No fingerstick reading was reported to have been taken, but the patient was injected a glucagon injection by her fiancé. When she woke up at around 05:30 am she replaced the sensor and the cgm reading of the new sensor was low; while the blood glucose reading was also low. No further medication was reported, and the patient did not go to the hospital. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 6/14/2026. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).